Event description:
It was reported that the customer had a lot of problems with the infusion set and has the black button right now. Customer changed her set yesterday and there was blood on it. Customer changed it again later with the same reservoir and thought it was working well. Customer's blood glucose level was 120 mg/dl. Customer stated that the leak occurred this morning. Customer found fluid in the reservoir compartment. Customer stated that the location of the leak was in the pump. Customer stated that there weren't any cracks or missing o-rings in the reservoir. Customer was unsure if the leak was past the 1st or 2nd o-ring. Customer was explained that the leak could be an air bubble in the reservoir that is expanding during filling. Customer stated that there isn't an air bubble in the reservoir. Customer stated that there was also a no delivery alarm on the pump and was assisted with clearing the alarm. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis evaluated 2 opened/used reservoirs and checked o-rings/stopper groove for anomalies and none were found. The basal bolus leaking test was completed as follows: reservoirs filled with diluent and connected to a new infusion set, installed reservoir and connector into insulin pump. Conclusion: reservoirs not leaking.